Event description:
It was reported that the patient did not feel her stimulation but every few weeks, she did experience a shocking/jolting sensation. She saw the company representative and her physician and was told, her device was "not working and it would cost (B)(6) to fix it". Current mental health healthcare professional desired to advocate for the patient to help cover additional costs since her insurance would not cover follow-up care for the device. He was concerned about her mental health status and quality of life based on a loss of therapy. If further information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)